Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed during testing. Based on the results of the investigation, it is presumed that the suggested event was caused since the image sensor unit cable shorted out at the bending section. A definitive root cause cannot be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be prevented by following the instructions for use (IFU) which state: the instruction manual operation manual ¿chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the flex deflectable videoscope had no image is displayed. The issue occurred during preparation for use for a therapeutic laparoscopy that was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.